Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating a defect in display was found, bottom backlight lighting does not work. There was no confirmed patient involvement, and no impact was alleged at this time.